Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the office for a routine visit. The patient had multiple driveline fault alarms. The patient reported that they heard intermittent beeps from his controller but nothing sustained. The patient was sent for an x-ray internal and of the driveline. The log files were reviewed by technical services. They noted multiple driveline faults throughout the event history. Technical services recommended that the patient's controller be exchanged. The log file also noted two unsustained power and flow elevations on (B)(6) 2020 and (B)(6) 2020. There were no other unusual events recorded in the log file event history. The log file did not capture any unusual results after the controller exchange on (B)(6) 2020. On (B)(6) 2020 the patient was seen for low flows and feeling fatigue. The patient had a computed tomography angiography (cta) that showed no obstructions or thrombus. The patient had a right heart catheterization which revealed elevated numbers and the echo showed moderate aortic insufficiency. The patient was elevated on unos wait list as a status 3e. Upon review of the log files, there were no unusual events after (B)(6) 2020. The pump powers were stable and the powers were at the appropriate fixed speed. Technical services does not believe that the driveline faults will return. The pump is reported under MFR 2916596-2020-05366.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed with the evaluation of the returned system controller (serial #: (B)(6)). The device was tested with laboratory equipment and the driveline fault alarm was able to be reproduced. Similar events of driveline fault alarms have been identified and was addressed by implementing a correction action, which improved the system controller design to correctly activate the driveline fault alarm. The returned system controller was manufactured prior to the full implementation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial #: (B)(6)) was shipped to the customer on 06nov2014. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU)and the heartmate ii patient handbook, under alarms and troubleshooting, describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline fault alarm. Heartmate ii lvas IFU, heartmate ii patient handbook, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.